Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with mentor memorygel breast implant 450cc gel breast prostheses suffered from bilateral migration of the devices. As a result, the patient underwent bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 21-apr-2021, mentor received additional information about the event: - the patient underwent a breast augmentation revision procedure with the suspect medical device. - the migration was diagnosed via ultrasonography. On 29-apr-2021, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Device evaluation summary: according to the information received, the patient experienced implant displacement/migration. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the implant. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-may-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced implant displacement/migration. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-may-2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also received the following additional information about the event: the patient identifier is (B)(6). The patient dob is (B)(6) 1985 the patient¿s removed breast prostheses were replaced with mentor memorygel breast implant 400cc gel breast prostheses on 06-mar-2021. Manufacturer¿s reference number: (B)(4).